Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported there was a ventilator failure during use on a patient. No patient injury reported.

Manufacturer narrative:
The device is not under service contract and the user facility reported that they are going to check the device themselves and perform a repair if necessary. Up to now, neither a log file was submitted to manufacturer for evaluation nor was an information received about whether or not, any parts have been replaced. Thus, a reliable conclusion in regard to the root cause for the shut-down of automatic ventilation cannot be made. The device has a self-monitoring function and is designed to force a shut-down of an ongoing ventilation episode if deviations occur that may lead to serious damages of the entire system. A shut-down will be brought to the operator's attention by means of a corresponding alarm. Manual ventilation incl. Gas dosage remains available to the full extent. It was reported in the particular case that the event did not result in any patient consequences.

Event description:
Please refer to initial MFR report #9611500-2018-00151.